Event description:
The perfusionist reported an issue encountered with the mps2 console during use. The report stated the console had displayed the error code for "excess air in hex" and had to be manually clamped. There were no patient complications reported as a result of the alleged issue. A field service engineer will evaluate the console at the user's facility.

Manufacturer narrative:
The device was evaluated and some unknown substance was found around the edge of the fluid level sensor causing it to stick and not make contact with the heat exchange. The fluid level sensor was replaced.